Event description:
It was reported infusion set tubing came apart after being caught on the fishing rod and got detached from the site on (B)(6) 2026. The site of insertion was right abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.